Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 410 mg/dl and their sensor glucose 65 mg/dl. The customer's sensor cannula was bent upon removal of their sensor during troubleshooting. Customer's current blood glucose was 157 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.